Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately tortuous and moderately calcified anatomy resulting in the reported balloon rupture during the second inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous of the superficial femoral artery. The 5.0x60mm armada 35 balloon catheter was used to prepare the vessels; however, during the procedure the balloon was inflated to 2 and 8 atmospheres when the balloon was observed to be leaking contrast. There balloon was removed and replaced with another same size armada 35. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.